Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Cotton is separating from tampon during removal- vagina [foreign body in reproductive tract]. Cotton is separating from tampon [device breakage]. Cotton is separating from tampon during removal, retained [complication of device removal] case description: consumer reported via e-mail that cotton is separating from the tampon during removal. No serious injury reported.

Event description:
Cotton is separating from tampon during removal- vagina [foreign body in reproductive tract]. Cotton is separating from tampon [device breakage]. Cotton is separating from tampon during removal, retained [complication of device removal]. Case description: consumer reported via e-mail that cotton is separating from the tampon during removal. No serious injury reported. Follow-up: 07-feb-2021: returned product identified as ontex l. Please see report 1216894-2022-00007 for the report regarding the ontex l. Product that was not manufactured by tambrands manufacturing, inc. In auburn, maine, USA.

Manufacturer narrative:
A product investigation is in progress.